Event description:
It was reported that while doing weekly c&m of groshong PICC line in hospital, nurse found there was leakage in winged shape luer-lock connector of groshong nxt 4fr. They replaced with groshong repair kit and resolve the issue. No other information was provided. It was reported this occurred with three devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the root cause could not be determined the product returned for evaluation was a 4fr groshong nxt clearvue two-piece connector assembly. Light use residue was observed on the sample. An attempt to flush the sample with water using a 12ml syringe revealed a leak in the red, proximal connector. Microscopic inspection of the leak site revealed a longitudinally aligned crack that extended from the orifice of the connector. The location of the crack suggests that excessive tightening of an accessory on the luer connector may have contributed to the observed damage. However, other factors may have also contributed such as damage during transit, storage, or environmental conditions. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that while doing weekly c&m of groshong PICC line in hospital, nurse found there was leakage in winged shape luer-lock connector of groshong nxt 4fr. They replaced with groshong repair kit and resolve the issue. No other information was provided. It was reported this occurred with three devices. This report addresses the first device.